Event description:
Philips received a complaint by the customer on the v60 ventilator, indicating that a 1104 (backup alarm failed) error code occurred. It was reported that there was no patient involvement at the time the issue was discovered.

Manufacturer narrative:
H10: per servicemax case notes, a service proposal for philips repair was sent to the customer for approval, but the proposal had expired. Repairs were not completed by a philips service engineer as the customer declined, and the work order is shared with progressive, a third-party vendor, who will handle the service call/incident. Additionally, per good faith effort (gfe) response received 03/23/2023, the customer stated that the service proposal was approved--the customer spoke with a service technician to schedule a time for device repair. H11:updated contact information, contact office entity, and manufacturing site.

Manufacturer narrative:
H11: this reported problem code combination and specific scenario was assessed by a post-market surveillance clinical expert and the assessment is as follows: according to the v60 IFU: the backup alarm shall sound for at least 2 minutes when all power to ventilator is lost. For example, the ventilator is not plugged in to ac power, it runs on battery power, alarms for low battery are ignored, the battery becomes depleted and all power to the ventilator is lost - the backup alarm shall sound for at least 2 minutes. The power on self-test (post) occurs each time the ventilator is turned on. If a problem is detected with the backup alarm, the ¿1104: backup alarm failed¿ will be enunciated. This notification will occur prior to the ventilator being connected to the patient. This is an indication to the user that the ventilator needs attention, and the service manual recommends hardware replacement to resolve the issue. However, given that this alarm may be encountered by a clinician on start-up as opposed to a service technician, there is a chance for this alarm to be ignored in a foreseeable misuse case. However, the alarm should then recur during therapy in the form of ¿check vent: backup battery failed.¿ in order for harm to occur in this scenario, there are multiple steps in the sequence of events that must take place. First, the 1104 alarm is ignored in post and the ventilator is put into use despite the alarm message. Then, the ¿check vent: backup alarm failed¿ alarm occurs during therapy. The user does not follow expected course of action and does not provide alternative ventilation. Then, the user re-sets the alarm, and then continue to ignore the low priority alarm. Next there must be also a condition in which the ventilator loses all power. For example, this could also be a loss of ac power and a battery depletion: (the ventilator is without ac power; the ventilator will be running on battery power, and the user must ignore the low battery alarms; the battery ultimately becomes depleted. Finally, the backup alarm will not sound, leading to a failure to alert the clinician, and the patient experiences harm due to clinician not being alert to loss of therapy. Given the lengthy and unlikely combination of this sequence of events which involves both misuse (not addressing the alarm message during post and then not changing out the ventilator during use as indicated by the ¿check vent¿ status) and a second fault condition (loss of all power or vent inop), it is not likely that death or serious injury will occur from ¿error code 1104: backup alarm failed¿ during power on self-test (post). This is scenario is not likely to cause or contribute to death or serious injury if it were to recur. Upon review of the record, the issue does not meet the reportability criteria and was reported in error.

Manufacturer narrative:
H10: a field service engineer (fse) was dispatched onsite and confirmed the 1104 "post backup alarm failed" error code. The fse discovered the error code and found that the error code occurred once over 5 months ago. The fse ran the device for one hour and was not able to duplicate the reported issue. The fse resolved the 1104 error code and successfully updated the navigation ring. The device passed required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.